Manufacturer narrative:
The reported fast-fix 360 ei curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed the needle and spline handle are bent. The actuator is in its t2 post deployment position. No ts or suture remain on the delivery needle or were returned. The condition of the device indicates it was subjected to excessive force causing the observed damage. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during meniscus suture procedure, the t2 did not trigger. A backup device was available and no delay was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.